Event description:
A physician reported that an injury occurred (i.e., perforation) during a flexible sigmoidoscopy to treat radiation proctitis with the equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator (esu), endocut and argon capable model icc 200 e/a]. The settings were 45 watts power with 1.0 liter/minute gas flow. The procedure was performed underneath water and went well. However, the pt returned later to the e.r. With a fever. An x-ray showed air outside the rectum. The situation resolved itself without surgery and the pt is now fine.